Manufacturer narrative:
H10: additional manufacturer narrative: correction: d6b (valve was not explanted). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus (dm), chronic kidney disease (ckd) and hyperlipidemia (hld).

Event description:
It was reported, that a patient with a 21mm 11500a aortic valve. Underwent a valve-in-valve procedure, after an implant duration of 5 years, 7 months, due to stenosis. The procedure was performed with a 23mm 9750tfx transcatheter valve. The valve was successfully implanted. And the patient was alive after the procedure.

Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.